Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that the implantable pulse generator was inoperable. It is unknown when the patient lost therapy. Patient was advised about MRI conditions regarding the ipg. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction b3 h1 update from malfunction to serious injury

Event description:
New information received states that the patient lost therapy 3 months ago. A surgical intervention is anticipated in the near future. No additional information is available at this time.